Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you identify the product code and lot number of the product that was used? Lot: tkbhhb, code: sxpp2b201. Please clarify how many devices are involved in this single procedure. N/a. Size of the needle piece retained? N/a. Does the needle piece retain in the patient's tissue? N/a. Were x-rays performed to localize the needle piece? N/a. If retained, were there any patient consequences? Please specify. N/a. Was the needle piece removed or is it planned to be removed? If yes, please provide details. N/a.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the needle broke multiple times. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4-expiration date, h4, h6. Corrected: d4 primary UDI number. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.